Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that the system froze. Additional information has been requested.

Manufacturer narrative:
The system was examined and the reported event was replicated. The cable host and the cable were both replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on october 27, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a loose cable host interface and cable. However, how or when the assembly became loose cannot be determined conclusively. (B)(4).